Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing found noise was generated due to damage to the electrical contacts in the connector and disconnection of the image pickup cable and no image was displayed. In addition, angulation was insufficient due to a stretched angle wire, adhesive at the bending section was damaged, the connector was damaged and stained, the scope connector label was peeled off, the control section was damaged, and the bending section leaked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported noise appeared on the image when the device was being prepared for use. The procedure was completed using a similar device. The device was returned to an olympus service center for evaluation. During inspection and testing of the device, noise was observed on the image and no image was visible. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 01-mar-2022. Correction: usage of device- should have been reuse rather than unknown on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.